Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) and backlight printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that on an 840 ventilator the bottom screen was erratic and difficult to read. There was no patient involvement.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) and a backup power supply (bps) pcb were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the gui pcb was isolated to a component (video graphics array controller u63) on the xena I pcb. No fault was found with the bps pcb. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.